Event description:
This event is reportable based on the product analysis. It was reported that during a drug eluting stenting treatment procedure the 2.75x24mm taxus liberte drug eluting stent unable to cross lesion in the left anterior descending artery. There were no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the returned device revealed distal stent damage. The stent struts were misaligned and slightly bulging outwardly. The stent had moved approximately 0.5cm distally towards the tip. This type of damage is consistent with the device meeting some form of restriction during insertion. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be unknown.